Event description:
It was reported that the device was explanted after an implant duration of approximately 4.2 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.